Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately at 9am about a month prior to contacting lfs when she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿91 mg/dl¿ compared to ¿35 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine or developing any symptoms after obtaining the alleged inaccurate result. She reported that at 10am about a month prior to contacting lfs, she received insulin from a non-hcp. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The treatment the patient received was consistent with the allegation of inaccurate high. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.